Event description:
It was reported that the patient received a pacemaker change in (B)(6) of 2024, and at some point, developed an infection. The patient was readmitted to the hospital. On (B)(6) 2024, their pacemaker system including the (B)(6) right atrial (ra) lead was removed and replaced with a leadless pacemaker. The patient did well throughout the procedure and did not have any issues during or post implant. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).